Event description:
It was reported that this insertable cardiac monitor (icm) device stored false pause episodes. Boston scientific technical services (ts) reviewed per request of the physician. Ts advised both pause episodes reviewed started after large artifact signals and then sensing drops out. Ts advised these are likely false pause episodes. Subsequently the patient called the clinic. The patient reported when they woke up the icm device was sticking out of their chest. The device was then completely removed. False pauses episodes occurred overnight prior to the patient discovering the icm device was no longer implanted. The device has not been returned to boston scientific at this time. No other devices have been implanted at this time. No additional adverse patient effects were reported.